Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. The customer contacted product support and was advised to replaced the back light inverter. Also gave him pn and price for the complete display assy. The biomedical engineer replaced the user interface assembly to address the reported problem.

Event description:
The customer reported that the display is very dim and not readable. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 16jan2019, date rec¿d by MFR : 14jan2019. Failure analysis performed by philips on the returned user interface assembly shows that the customer complaint of dim display was confirmed. The burned out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.